Event description:
During a routine shift check of the device by a clinician, the device inappropriately shut off after a self-test. The complainant indicated that there was no pt involvement in the reported malfunction.